Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in the homechouce cassette was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that "there was fluid on the table but the bags were found under." The patient had one empty solution bag. The patient checked the bags and they were okay. The renal therapy service associate (rtsa) assisted with ending therapy and reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.